Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. Use error: the IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 5.12 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. A new sample was tested and a result of 0.00 ng/ml was obtained. The original sample was repeated and a result of 0.02 ng/ml was obtained. The patient was admitted to the hospital, but treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I was sample integrity.